Manufacturer narrative:
Three good faith efforts were made to obtain additional information regarding the event; however, no response received from the customer. The device was returned for evaluation, and the customer's allegation was confirmed. The device evaluation found that the images were not displayed due to dent on the cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head had a no-image issue. There were no reports of patient harm.